Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from the united states alleging that their onetouch verio iq meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the patient stated that the subject meter was prompting her to test with new test strips. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reporter error message could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4) 2012-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on [(B)(6) 2012], with the following findings: on performance testing with control solution error 4 was observed and no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.